Event description:
Reporter alleged pt's blood glucose measured hi compared with a lab result of 202 mg/dl when testing was performed five minutes apart. As a result of the comparison, no actions were taken or treatment reportedly received as a result. Reporter stated quality control testing was performed and both levels passed. A request was made for the return of the suspect device and replacement product was sent.